Event description:
Dealer states that the unit has error code high pressure. Replaced several components and unit is still failing after 10 or 15 seconds and alarming. Unit only has 14 hours on it. Replacing unit uner warranty. S/n (B)(4).